Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection; using implants that were too long. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# i0947, mfd. 02/15/2013, expires 2018-02, (B)(4). 2nd (middle): ifuse implant, p/n 7060-90, lot# 493626, mfd. 04/04/2016, expires 2021-04, (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# 493893, mfd. 03/27/2017, expires 2022-03, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient presented to a new surgeon a few days later with complaints of radicular leg pain. The surgeon determined that the top two implants had breached the neuroforamen. A week after the initial surgery, the surgeon removed the top two implants and replaced them with shorter implants of the same type. The patient's pain symptoms resolved following the revision procedure.